Event description:
It was reported that the 9800 system had poor image quality and would intermittently not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The connectors were re-seated and the software installed during the svc call. The system was tested, and found to be working as intended, and put back into service.